Event description:
Follow up information received clarified that the patient felt the shocks and stimulation near the vagina. The shocks did not appear to be posture dependent. It was noted that the therapy was okay for the last couple of months but in the last 6 weeks the patient had experienced a single shocking episode spontaneously and 2 shocking episodes when increasing the ins stimulation to a higher level. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had no effect of stimulation and experienced "sudden shocks." It was stated the implantable neurostimulator (ins) went on and off. The patient was set to have a lead revision on (B)(6). During the lead revision, high impedances (greater than 4,000 ohms) were read on three electrodes. It was discovered the lead was "a little bit loose" within the ins. The lead was taken out, tested, and re-inserted into the ins. Testing of the lead while within the ins showed a "good motor response of the pelvic floor." The ins and lead were re-implanted in the patient and the ins had "normal function." A week after the revision, the patient did not feel any stimulation initially. Later, they felt a sudden higher sensation than normal. Three different reprogramming sessions were needed to adjust stimulation to desired levels. As of (B)(6), the patient could feel stimulation on configuration with all 4 electrodes. Impedances were normal as of that date. It was stated the patient felt a "good, normal stimulation, same as it used to be in the years before replacement." No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# unknown, implanted: (B)(6) 2011. Product type: lead. (B)(4).